Event description:
It was reported that the customer had high blood glucose levels of 184 mg/dl. The customer reported seeing a couple of air bubbles in the reservoir of the insulin pump. Troubleshooting was done. The customer was advised that rewinding the insulin pump with a reservoir in place will create air bubbles. The customer reported that the insulin pump was not rewound with a reservoir in place. The customer was advised that insulin should be stored at room temperature to prevent gassing out when it warms in the pump. The customer reported that insulin was not stored at room temperature. The customer was successfully assisted in purging the air bubbles from the reservoir of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).